Event description:
It was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem technical support. Reportedly the customer is using fiasp and lyumjev insulin. Tandem clinical support informed customer that using fiasp and lyumjev insulin, is off label per the user guide. Customer¿s blood glucose (bg) level was 572 mg/dl. Elevated blood glucose levels were addressed by manual insulin injection. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.